Event description:
Information received by medtronic indicated that the customer reported that insulin flow was blocked on the 1st day of the insertion site. Troubleshooting was performed and found that the customer received an alarm during basal.  No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not and the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states